Event description:
My medtronic synchromed ii infusion pump is failing in less than three years, the motor is stalling and recovering repeatedly. Medtronic has had motor stall problems on other pumps and FDA recalls.

Event description:
I have already reported this occurence multiple times. I have reported the problem to the california dept of health svc -dhs-and the FDA as well as blue cross and medtronic. I believe there is severe advanced gear wear in the medtronic infusion pumps. The co has known of motor stalls due to gear wear for over ten-10-years. Since I have not seen contacted by any one from the FDA, I feel that I must go forward with a public warning on tv and in the newspaper! ! ! I do not want to cause a panic reaction but the problem is extremely serious. Due to possible legal conflicts I am finding it hard to proceed with the approved infusion pump replacement ! ! ! ! Currently under psychiatric care, chronic clinical depression - suicidal tendencies -, hypertension, high triglycerides, high cholesterol under cardiac care. Prostate gland enlargement under clinical treatment.